Manufacturer narrative:
Age was not provided. Referenced percutaneous replacement was captured and evaluated under medwatch report MFR # 2916596-2019-01448. Age of device: 2 years, 2 months, 19 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient observed "drive line fault" alarms while patient was laying down. Initially, it was mentioned there was no damage to the driveline. Controller exchange was performed and it resolved the issue. Patient was asymptomatic during the event. However, upon investigation it was found that the driveline fault alarms were related to driveline damage. Patient eventually underwent a percutaneous lead or driveline replacement on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Investigation summary; analysis of the submitted log files confirmed driveline fault alarms that were associated with the phase 1 hex value being out of specification. Based on past experience with the hmii lvas and similar reported events, these driveline fault alarms could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The first submitted log file contains data from 06dec2018 at 21:15:19 through (B)(6) 2018 at 02:55:09. No atypical events were captured from the beginning of the file until 17dec at 01:19:52. At this time, elevations in power and estimated flow were captured (15.6 w and 12.0 lpm, respectively) and the driveline fault alarm became active. Power and estimated flow ranged from 6.2-6.6 w and 5.6-6.2 lpm from 01:20:22 through the remainder of the file, but the driveline fault alarm remained active. These alarms appeared to be active as a result of the hex values being out of specification. The phase 1 hex value was higher than phase 2 and 3. The pump speed remained above the low speed limit for the duration of the file and no other atypical alarms were captured. The account communicated that the patient went into the clinic due to a driveline fault alarm. The patient felt fine and was coherent. The patient was laying down and the controller started alarming displaying the driveline fault alarm and instructing to call the hospital. It was reported that there was no external damage to the driveline but the pump running symbol on the primary controller was dim (investigated under (B)(4)). An additional log file was submitted after the patient underwent a controller exchange from (B)(4) to (B)(4) on (B)(6) 2018. It was later reported that (B)(4) was disposed of at the hospital and will not be returned. The patient remained ongoing on heartmate ii lvas, serial number (B)(4) with no additional reported events until pump stop events were observed on (B)(6) 2019. An external driveline replacement was performed on (B)(6) 2019 via work order# (B)(4). These pump stop events and the returned portion of driveline are investigated under (B)(4), (B)(4). The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU addresses all system controller alarms (including driveline fault alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records ((B)(4)) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on the event.